Event description:
A customer reported receiving an error 6 message on the display of their precision xtra blood glucose meter. It was then additionally identified by adc customer svc that the date and time settings in their meter were not properly set, and they reported to be a user of the precision link data mgmt sys. Also, customer reported that her meter could not calibrate, so she used her brother-in-law's meter and received a reading of 33 mg/dl. The customer reported experiencing symptoms of hypoglycemia, she drank orange juice and ate food to alleviate symptoms. There was no report of death, mistreatment or permanent impairment associated with this event.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been informed.